Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, additional information became available. The transmitter was returned for evaluation. The following were performed: external visual inspection and voltage test. The reported allegation was confirmed via data. The probable cause was the transmitter and application were unable to establish a connection.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the transmitter and application were unable to establish a connection. No additional event or patient information is available.